Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had a black plastic piece coming out of the channel. The reported issue was discovered during cleaning prior to an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, the occurrence was likely due to a damaged plastic distal end cover caused by customer handling. During the device evaluation it was observed that the light guide bundle had fiber breakings. It was also observed that the distal end plastic cover had sharp edges or snag. It was observed that the glue of the bending section cover was separated. It was also observed that the connecting tube and the universal cord had a scratch. It was observed that the connector plug unit had damaged housing. It was also observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.